Event description:
The patient called to report that they went to the ER (emergency room) because of chest pain. The patient also reported that they are shaky and it is feeling like the pacemaker is pacing almost all of the time now when prior to this week they were only paced occasionally. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.